Event description:
The complainant had an impella cp placed to support a patient with known cardiac history and new st-segment elevation myocardial infarction. While on impella cp support, the patient had dark red emesis and a drop in hemoglobin. One unit of packed red blood cells was given. The procedural outcome was the patient survived the surgery and was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.